Event description:
Surgery date: (B)(6) 2012. It was reported that an implant was inserted into the left l5-s1 disc space with the an inserter. The inserter was removed and the ball tip tamp was used to turn the implant for final placement. While using the ball tip tamp and mallet, the end piece of the implant broke off and remained lodged on the end of the ball tip tamp. This broken off piece represented approximately 20% of the total length of the implant. The remaining fragment remained in situ. The surgeon took images using fluoroscopy and elected to keep the rest of the hardware implanted. Type of procedure: tlif-midline approach implant date: (B)(6) 2012 levels implanted-l5-s1 xrays: available rep. Stated that this was stage ii of this patient's lumbar fusion. Prior surgery was completed two weeks earlier doing l3-4 and l4-5 dlif. Procedure on (B)(6) was a l5-s1 tlif with l3-s1 posterior lumbar fusion with trsh-3dx.

Manufacturer narrative:
A review of all documents included in the (B)(4) did not identify any applicable non-conformances to specification or deviations in procedure. A query of the entire complaint history of this part was conducted on (B)(4) 2012, which did not identify any applicable complaint trends for this fault mode. No further action is required at this time. (B)(4).